Event description:
Product analysis on the lead was completed and approved. An analysis was performed on the returned lead portions. During the visual analysis of the second portion, the marked coil was found to be broken after electrode bifurcation; the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient's lead and generator were revised due to high impedance. There was no trauma or no manipulation to the lead per the doctor. The x-rays were reviewed by the manufacturer and no cause of the high impedance was identified. The lead pins appeared fully inserted. No further relevant information has been received todate. The explanted products have not been received to date.

Event description:
The generator and lead were received for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Battery showed an ifi-no condition. There were no performance, or any other type of adverse condition found with the pulse generator. The analysis for the lead is underway but has not been completed to date.

Event description:
It was reported that high impedance was detected on the patient's device. The generator was replaced less than a year prior. A review of device history records showed that the generator passed quality control inspection prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.